Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "customer is questioning using a stat spin for troponin testing in pst tubes as they are seeing false positives. Do the platelets go below the gel. We did a study between the green top and the pst tubes. Tubes are sometimes transported to us. You will have platelets and wbc's above the gel in the pst tube. If not spun correctly they may cause interference. If tubes are being transported the cellular debris in the pst tube can be remix into the plasma. Site states that if they respin the plasma from the pst tube they will see debris at the bottom."

Manufacturer narrative:
H.6. Investigation: investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical service provided troubleshooting with the customer. Factors involved in the collection, handling and processing of heparin-plasma specimens can influence plasma specimen quality, with corresponding potential effects on both instrument operation and analyte stability. Specimen management protocols are of particular importance when using heparin plasma, to ensure plasma specimen quality and overall performance are acceptable. To assure a high-quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes investigation conclusion: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "customer is questioning using a stat spin for troponin testing in pst tubes as they are seeing false positives. Do the platelets go below the gel. We did a study between the green top and the pst tubes. Tubes are sometimes transported to us. You will have platelets and wbc's above the gel in the pst tube. If not spun correctly they may cause interference. If tubes are being transported the cellular debris in the pst tube can be remix into the plasma. Site states that if they respin the plasma from the pst tube they will see debris at the bottom."